Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned holding sleeve was examined upon receipt and the complaint condition was able to be confirmed as the threads of the distal tips were found to be deformed and slightly pulled apart. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw and/or rough handling. The matrix locking holding sleeve-long is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative, and matrix ¿ mis. The locking holding sleeves are alternate instruments where are noted in the matrix 5.5 technique addition. Once the locking holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s silver knob clockwise until it is fully engaged. Once fully engaged, the green locking ring can be engaged by depressing towards the silver knob. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to have been pulled apart, but not broken off. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Additionally, the instrument was returned without an outer sleeve. The relevant drawings for the returned instrument were reviewed: top-level and inner shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and no complaint-related issues were identified with the lot numbers, which may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw and/or rough handling. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the locking holding sleeve-long for matrix destroyed threads during a procedure on (B)(6) 2015. No known time delay for the procedure. No additional information available at this time. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device investigation summary - the returned holding sleeve was examined upon receipt and the complaint condition was able to be confirmed as the threads of the distal tips were found to be deformed and slightly pulled apart. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw and/or rough handling. The matrix locking holding sleeve-long (03.616.043) is one of ten (10) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. The locking holding sleeves are alternate instruments where are noted in the matrix 5.5 technique addition. Once the locking holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s silver knob clockwise until it is fully engaged. Once fully engaged the green locking ring can be engaged by depressing towards the silver knob. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded tip was found to have been pulled apart but not broken off. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. Additionally the instrument was returned without an outer sleeve. DHR review - release to warehouse date: february 7, 2013. Manufacturing site is (B)(4) and supplied by (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.